Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 704914. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s wound was noted to be slightly erythematous, likely due to a couple of vicryl sutures popping through. The event, classified as mild, was related to the procedure. Corrective action involved removing a couple of inverted vicryl sutures using suture scissors. The adverse event was resolved as of 2021-sep-27. No further complications were reported or anticipated.